Event description:
It was reported that during a cardiac ablation procedure, following the final ablation of the right pulmonary veins, the patient's blood pressure dropped and the pulse rate decreased into the low 40s. Intracardiac echocardiography showed a pericardial effusion, and transthoracic echocardiogram confirmed what appeared to be a small effusion. Temporary pacing was attempted to assess whether the low pulse rate was contributing to the blood pressure drop, and pacing slightly improved blood pressure; a temporary pacing lead was inserted via the right internal jugular vein. Pericardiocentesis was performed and approximately 300 cc of blood was removed from the pericardial space, and anticoagulation was reversed with 75 mg of an anticoagulant antagonist. The activated clotting time (act) was therapeutic prior to and during procedure. The procedure was completed. The patient stabilized and was sent to the post-anesthesia care unit with a temporary pacemaker in the right internal jugular vein and a negative pressure bag attached to the pericardial drain and was admitted for overnight observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.